Event description:
Reporter indicated that pt was scheduled for revision surgery because their generator had migrated to under their arm. X-rays reviewed by treating neurologist confirmed that the device was displaced. Revision surgery is scheduled to reposition the pt's generator.